Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was disconnected from the console and removed without incident. However, once the iab was removed the customer noticed that there was a kink. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional information: serial number, lot number, exp. Date, & manufacture date. Device evaluation: the product was returned with the membrane completely unfolded and blood found on the exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. The returned sheath was over the catheter but it was not a maquet product. One kink was found on the catheter tubing approximately 43.9cm from the iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. The evaluation confirmed the kink in the catheter. We are unable to determine when this may have occurred. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. The review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. The overall complaint trend data for the period jun-19 to may-21 was reviewed. There were no triggers identified for the review period. Communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Event description:
N/a.